Event description:
The following information was reported: the sealant was sticking out of the patient. The patient had over 16 mm of tissue and was not thin at all. No superficial artery present. Manual pressure was applied for "no more" than 30 minutes. Stick location: "good" vessel size: greater than 6 mm procedure type: diagnostic.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation was not performed and the reported event could not be confirmed. The review of the lhr (lot f1423907) indicated that the device lot met all established performance criteria prior to shipment. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. (B)(4).